Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the chronic total occlusion of the anterior tibial artery with moderate calcification, moderate tortuosity and 60% stenosis. The 2x20 mm armada 14 percutaneous transluminal angioplasty (pta) catheter became entrapped with the unspecified guide wire during inflation and could not be retrieved or removed. The devices were removed together as a unit. There were no adverse patient effects. Another brand balloon was used to complete the procedure and another puncture site was required. No additional information was provided.